Event description:
The pt experienced a jolting or energy sensation in between her shoulder blades. She did not experience any trauma or therapy changes. Her stimulation was still decent. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).